Manufacturer narrative:
As part of heartflow's quality monitoring process, we identified a false negative result and informed the ordering physician. (B)(4): the investigation identified a false negative result in the left anterior descending artery (lad). This was due to analyst error; when corrected, the reassessment of the analysis showed a decrease in the distal ffrct value from 0.78 to 0.51. While heartflow has identified this issue, the physician has not provided feedback, nor indicated a safety event with the patient. No additional follow-up to this MDR is expected.

Event description:
Heartflow identified a false negative result.